Event description:
The customer states that one patient sample generated a false positive result with the architect toxo igg assay. No other patient information or results were provided. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.